Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for high rate non-sustained episodes and a high number of short v-v intervals. It was reported that the patient experienced inappropriate therapy due to electromagnetic interference and oversensing. The same lia had also triggered several years ago for the same reasons. The device remains in use. No further patient complications have been reported as a result of this event.